Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Information was received from a hcp (healthcare provider) regarding a patient receiving intrathecal baclofen and dilaudid via an implanted pump. The indication for use was listed as complex regional pain syndrome type 1 and non-malignant pain. As of (B)(6) 2015, the pump delivered baclofen 200 mcg/ml at a dose of 80 mcg/day and dilaudid 10 mg/ml at a dose of 4 mg/day. Every time the pump was filled, the patient had the feeling that she was overly medicated. The onset of the symptoms, the symptoms experienced, diagnostics performed, and actions/interventions taken to resolve the issue were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.